Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high impedance, undefined impedance and loss of capture were noted on the right ventricular lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.